Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed on part # # 03.632.400, lot # 7614367: manufacturing location: (B)(4), manufacturing date: 14.oct.2011. No non conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. The following parts were received with a complaint stating that instruments could not remove the locking leading to bending/breakage of the screwdrivers: t25 stardrive shaft with t-handle (03.632.074, lot 6670696, mfg 20-may-2011), t25 stardrive shaft ¿ standard (03.632.002, lot 6633364, mfg 08-aug-2011), straight tip t25 driver-standard (03.632.400, lot 7614367, mfg 14-oct-2011). The complaint against the returned instruments was confirmed. The tips of the 03.632.074 and 03.632.002 screwdrivers displayed spiral fractures. Five (5) tip fragments were returned that matched up to the broken screwdrivers and all exhibited torsional deformity with is consistent with the reported breakage during implant removal. Replication of the complaint is not applicable as the malfunctions were visually confirmed. The complaint description mentions that the surgeon attempted another technique specified in the technique guide after failing to remove the locking cap with the t-handle screw driver but the complaint description does not indicate that a torque limiting screwdriver handle was used with the screwdriver shafts. The matrix deformity and degenerative technique guides state to always use the torque limiting handle (03.620.061) to reduce risk of damage to the t25 screwdriver shaft. The technique addition also cautions to never use a fixed or ratcheting t-handle screwdriver to remove locking caps. If the torque limiting attachment is not used when using any of the stardrive shaft options, breakage of the driver may occur and could potentially harm the patient. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. The t-handle t25 stardrive screwdrivers are one of ten t25 driver shafts intended to be utilized for screw insertion in the matrix system. Of the ten t25 drivers available in the system, only four are intended for final tightening with the use of a 10nm torque limiting ratchet handle and a countertorque. Relevant drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a temporary implant of a synthes matrix hardware on an unspecified date in (B)(6) 2016. The patient was asymptomatic postoperatively. The surgeon planned the routine hardware removal on (B)(6) 2017. During the revision, upon trying to remove (one) 1 particular locking cap using a matrix locking cap driver, the cap would not turn and the t handle driver broke off into the locking cap. The surgeon removed the fragment with no problem, and attempted to unlock using the alternative removal technique listed in the technique guide. When using this technique, the surgeon used a different driver. It also broke off in the head of the cap. The surgeon removed the fragments with no problem. The surgeon then tried to loosen the cap using another star drive shaft. The shaft began to twist or bend but did not break. The surgeon then opted to use rod cutters to cut the rod contained within that screw and cap. He then removed a small rod segment, screw and cap all as one unit. Not being able to easily unscrew this locking cap added approximately 10 minutes to the case. No other ill effects to the patient, due to this delay, were reported. The patient status was not reported. Concomitant devices reported: rod cutter (part # unknown, lot # unknown, quantity unknown), rod segment (part # unknown, lot # unknown, quantity unknown), screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) straight tip t25 driver standard. This is report 4 of 4 for (B)(4).